Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with dry eyes two months following lasik treatment; the patient complained of blurry vision. Punctal plugs were placed by an outside provider at this time; however four months following treatment the patient is noted to be allergic to the plugs and it was recommended to replace with new plugs. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.